Event description:
"Head part of the replacement toothbrush broke, fell off during use [device breakage] no adverse event [no adverse event]. Case description: date of event: (B)(6) 2014. A consumer reported that while using an oral-b rechargeable toothbrush, version unk the head of an oral-b brushhead, version unk fell of on (B)(6) 2014. No symptoms developed. (B)(6) 2014 the consumer reported the product head been in use for about one week.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation at this time. Full eval will occur upon receipt of the returned product.